Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the growing mechanism in jts (non-invasive) distal femoral replacement had failed. Onkos surgical was contacted to provide a revision implant for mr. (B)(6). The implant to be designed for the revision surgery will be provided under case number (B)(4).